Manufacturer narrative:
Upon further review, event date was updated from (B)(6) 2014 to (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
Information received from a healthcare provider through a manufacturer representative regarding an implantable neurostimulator (ins). The indication for use included lumbar radiculopathy. It was reported that the high impedances were measured on electrodes 8 and 9. The manufacturer representative was able to program around the high impedance and the patient was feeling good stimulation. The patient also reported a fall on (B)(6) 2014 that was believed to be related to the event.

Event description:
No patient symptoms or interventions were reported.